Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and fatigue ("intense fatigue"). The patient was treated with surgery (patient underwent removal of the uterus and the tubes). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the arthralgia and fatigue had resolved. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-mar-2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 816 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the non-health professional or consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.